Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was not functional. It was observed that the electronic control unit and the electronic motor did not function properly and the gear components were jammed and corroded. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear on mechanical and electronic components from repeated sterilization and use over time and inadequate/improper cleaning and maintenance. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that the motor was locked up and getting hot on the battery reciprocator device. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.